Event description:
It was reported to boston scientific corporation that a suture cinch long devices were used during a defect closure procedure performed on (B)(6) 2024. During the procedure, while pulling the first cinch handle, the suture cinch failed to cut and the cinch wire broke. The procedure was completed with resolution 360 clips and a revision surgery was scheduled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code f1905 captures the reportable event of device revision or replacement. Imdrf code a04 captures the reportable event of material integrity problem. Correction to field h6: device codes.

Manufacturer narrative:
Block h6: imdrf code f1905 captures the reportable event of device revision or replacement.

Event description:
It was reported to boston scientific corporation that a suture cinch long device was used during a defect closure procedure performed on (B)(6) 2024. During the procedure, while pulling the first cinch handle, the suture cinch failed to cut and the cinch wire broke. The procedure was completed with resolution 360 clips and a revision surgery was scheduled. There were no patient complications reported as a result of this event.